Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery (sa) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered resistance while advancing a pod coil through the middle of the lantern. The physician then decided to remove the pod coil; however, while retracting the pod coil, it unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod coil was removed and the coil was removed. The procedure was completed using another coil, one pod packing coil (pod pc), and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured at approximately 5.0 cm and 48.0 cm from the proximal end. The pusher assembly was kinked approximately 45.0 cm from the proximal end. The pull wire was retracted from the pusher assembly distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil and the embolization coil was undamaged. Conclusions: evaluation of the returned pod10 confirmed that the embolization coil was detached from the pusher assembly. Further evaluation of the device revealed a pusher assembly kink and a fracture near the kink. If the pod10 is forcefully advanced against resistance during the procedure, damages such as pusher assembly kinks may occur, and further manipulation of the kinked device may result in a fracture. If the pusher assembly is fractured, the pull wire may become retracted from the ddt and the embolization coil will detach from the ddt. The root cause of the resistance could not be determined. The additional fracture near the proximal end of the pusher assembly was likely incidental to the complaint and could have occurred during packaging for return to penumbra. Evaluation of the returned lantern revealed that the distal shaft was ovalized. Based on the reported complaint, the lantern was used to complete the procedure; therefore, these ovalizations were likely incidental to the complaint and could have occurred after the procedure. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder